Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
During a follow up, the patient reported that the issue with starburst, halos, and glare has not improved. The patient discussed the situation with the doctor and the only solution is to have the implanted lenses removed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient who had cataract surgery, that the lens has not worked well for him since he experiences starbursts and cannot drive at night. Starbursts, halos and glare started to appear right after implant. They have not resolved and per the patient actually seem worse. The patient indicates he finds it impossible to drive at nights as lights are overwhelming. The patient's eyes start watering when reading and watching television. Note: the patient experienced issues with both eyes. This report captures the issues with the right eye. A separate report will be provided for the left eye. No additional information was provided to abbott medical optics.